Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 110 to 240 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 52 mg/dl. Customer noticed low blood glucose results with previous vial of test strips and new vial of test strips only today (B)(6) 2015. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is "07/31/20180" and open vial date is (B)(6) 2015. The meter memory recalled for test results performed (date / time not set): (B)(6). Adverse event not reported.